Event description:
It was reported that the user experienced confusion about treating low glucose reported at 41 mg/dl, meal announcements, and when to disconnect from the ilet pump. The user disconnected and paused insulin to treat perceived lows and consumed additional fast-acting carbohydrates, which resulted in a rebound to very high glucose levels reported at 400 mg/dl; this was characterized as an improper or incorrect procedure or method, with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.